Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received multiple altitude alarms during basal delivery. The customer removed and reinstalled the cartridge. The alarms were cleared and insulin delivery was resumed. There was no impact to the customer's blood glucose level.